Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported the loss of hearing sensation with the device. There is no accident or trauma reported.

Event description:
The user reported sudden loss of hearing sensation with the device. There was no accident or trauma reported. Prior to the hearing loss, the recipient had a good performance with the device. No swelling or redness over the implant side was reported. Re-implantation is considered but no date for the surgery has been set yet.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient had a sudden loss of hearing perception from the implant system. In situ measurements have not been received, however it is stated that no communication could be achieved with the implant. Therefore it is assumed that the device is no longer working within specification. However to determine an exact root cause a device investigation would be necessary. Currently no information has been received on a possible re-implantation date.

Event description:
The user reported sudden loss of hearing sensation with the device. There was no accident or trauma reported. Prior to the hearing loss, the recipient had a good performance with the device. No swelling or redness over the implant side was reported. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the recipient report appear to match the damage found. This is a final report.